Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the customer acknowledged and understood.